Manufacturer narrative:
Following sections corrected as per new information:evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. A device issue could not be confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the seal was not up to the usual quality and only had a partial seal. There was evidence of some energy delivery and an end tone was heard, indicating a completed sealing cycle. No patient injury occurred.